Event description:
It was reported that during a cardiac arrest two nimh autopulse batteries depleted after 5 minutes. Both autopulse nimh batteries displayed a green led in the morning. They were placed in the charger the previous morning. Cardiac arrest occurred at approx 9:00pm. Pt weight was well below the maximum limit. Additional information was received indicating that the batteries were taken out of the charger in the morning and used at 9:00pm the same day. Orange fire department shift change is at 07:00; therefore, batteries were taken out of the charger sometime between about 07:00 and 09:00. Exact time is not known. Customer indicated that batteries may have been out of the charger for 10-12 hours at most. Outcome of the pt is unk. No further information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.